Event description:
Notification received from u.s. District court alleging a woman had died (2004) due to a false reading on a blood glucose monitor. Cause of death determined to be diabetic ketoacidosis (extremely high sugar due to lack of insulin).

Manufacturer narrative:
Follow up contact has been initiated with deceased's attorney. Additional information has been requested (i.e., type of monitor, serial number, strips used, etc.) In order to begin investigation into incident. Notification did not specify any model; lot number of strips and serial number of meter is unknown. In addition, bd diabetes care medical director has requested further medical and health information on the deceased. A search was conducted on the bd complaint data base (on 09/07/2006) and yielded no record of contact from the deceased or the plaintiff. A follow up report will be submitted upon receipt of further information.